Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a hysterectomy procedure, the teflon pad of the device fell from its place during surgery. The surgeon stopped using this device and completed the surgery with another energy device. There was no adverse consequence for the patient.

Manufacturer narrative:
(B)(4). Batch # r92r8t. The analysis results found that the device was received with the tissue pad detached and not returned and with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and a gen11 and during functional testing, it was noted that the hand activation buttons were nonfunctional. However, the device did activate when tested with the foot switch. Then the device was disassembled to inspect the internal components. Corrosion was found at the hand activation domes. Due to the moisture discovered on the instrument, which is evidence of possible reuse, we were unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion/moisture to the device. The batch history record was reviewed and there were no defects,protocols or ncr(s) found during the manufacturing process related to this complaint.